Event description:
A becton-dickinson -b-d-30 gauge 1/2 inch "precision glide" needle, lot# 0111071, in its sealed sterile packaging, had black marks on the hub of the needle and a black dot on the needle hub under the sheath. On inspection of other needles from that lot# one needle had some loose black dots in the "bubble" of the needle packaging. Three additional needle packages were found to have a black dot between the sealed paper part of the package and the plastic overlay part. This lot# of needles was pulled off the shelf throughout institution. A sample of the needles were given to the MFR and some samples were saved in case the FDA wanted an example.